Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please confirm if the device itself had a hole in it. Or was it a portion of the packaging, e.g. The tyvek that had a hole in it. Response: the hole was in the packaging - specifically the tyvek. It was found when the device was pulled for a case. The device was in the operating room but was not opened.

Event description:
It was reported that during an unknown procedure, the customer stated that there was a hole in the clip applier. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4). Batch # m92h69 the analysis results found that the el5ml device was returned inside its original package. The tyvek from the packaging was noted to be punctured. A possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.